Event description:
The customer reported that a peripheral IV infiltrated and "burned the patient" during a lipid infusion at 0.8ml/hr. Treatment rendered: "hydralazine given around the site, saline soak, and wrapped at the time. Daily dressing change being done." Status of patient (B)(6) 2015: doing fine and it looks a lot better. Wound care nurse seeing and taking care of it. The customer reported no extension of time in the nicu was required as a result of this event.

Manufacturer narrative:
The customer¿s complaint of a calibration error was confirmed in the pcu log; however the calibration error was not replicated during the investigation. The pcu log showed that on (B)(4). 2015 at 6:23:13 pm, the log recorded error code 351.6660.0 (syr_plunger_position_failure). Review of the pcu event log also showed that at the time of the recoded error code (351.6660.0) at 6:23:13 pm the syringe module was infusing lipids and recorded a syringe_calibrate and pump malfunction. The syringe module was received in good condition. No anomalies were observed during functional testing. The root cause for the calibration error was not identified.

Manufacturer narrative:
Although requested to investigate a subsequent "calibration error", the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. It should be noted that the device is neither designed nor intended to detect infiltration and will not alarm under infiltration conditions.